Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds which resulted in high output, and subsequently premature battery depletion. The lead was capped and replaced, and the implantable pulse generator (ipg) was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.